Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit' screen is blank. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, e1 (brand name, version or model #, catalog # and unique identifier (UDI) #) g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10 a getinge field service engineer (fse) evaluated the unit and replaced both display and screen ((B)(4). ) as required. Completed pm with all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit' screen is blank. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a